Event description:
It was reported that while the patient was in the hospital for an unrelated reason, the device was checked and undersensing was noted on the right ventricular lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.